Event description:
Additional information received indicated the rv lead dislodgement resulted in a loss of capture.

Event description:
It was reported that the right ventricular (rv) lead became dislodged. The physician did not allege a malfunction against the lead and believed patient condition and heart anatomy were the primary causes of the dislodgement. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.